Event description:
Caller states that customer tested at 100mg/dl on the device and three hrs later tested 332mg/dl on the device. She states that the customer then tested 155mg/dl on the device 4.5 hrs later, another 5 hrs later customer tested 65mg/dl on the device and seven mins after, tested 109mg/dl on the device. Ten mins late customer's result was 71mg/dl on the device. No adverse event reported. No treatment received. Qcs were used and reportedly fell in acceptable ranges. Requested return of suspect vial and replacement was sent.